Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, stent dislodgement and foreign body in patient appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the non tortuous distal right coronary artery (rca). The 2.25x12 mm xience sierra stent delivery system (sds) could not cross the lesion and the sds was removed due to the resistance. It was noticed when the sds was removed that the stent was not located on the sds. The stent could not be located and it was assumed to be undeployed and free floating in the proximal rca. No attempt was made to retrieve the stent as it could not be located on the angiogram. The procedure was completed with balloon angioplasty at the target lesion. The patient has not been brought back to locate or retrieve the stent and there are no plans to bring the patient back. There was no clinically significant delay in the procedure. No additional information was provided.